Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number is not known. (B)(4).

Event description:
The patient was enrolled in the inpact global study in (B)(6) 2013. The patient received successful treatment on the left limb on (B)(6) 2013. The lesion on the left limb was located in the proximal, middle, and distal sfa with 100% stenosis was present for 230mm of the 260mm lesion. The left limb was successfully treated with 3 in.pact admiral balloons. The right limb was treated on (B)(6) 2013, with the lesion located in the proximal, distal, and middle sfa along with the popliteal segment 1, 2, and 3. This lesion was 100% occluded, 340mm long. The patient was successfully treated at the index procedure with 4 in.pact admiral balloons, and post-dilation which was required due to greater than 50% residual stenosis of the lesion. Provisional stenting (innova stent) was also required due to the stenosis. 0% stenosis remained after the stent was deployed. The patient was discharged (B)(6) 2013. On (B)(6) 2015 the patient required target lesion revascularization on the lesion in the right sfa. The location of the stenosis was within the target location, proximal edge of the target lesion, and the distal edge target lesion. It was a total occlusion 100% 400mm long. The patient was treated with a passeo-18 balloon (non covidien/medtronic product) and 2 powercross balloons (5x120 and 3x80mm). 10% residual stenosis remained after pta. Prior to this procedure the patient received additional pta and stenting of this lesion in (B)(6) 2015. On (B)(6) 2016 reocclusion of the stent in the right sfa was noted. No action taken on (B)(6), however the patient was scheduled for treatment (B)(6) 2016. The patient received pta on the right limb (B)(6) 2016 and is considered recovered.

Manufacturer narrative:
It is reported that approximately 19.5 months post use of powercross devices, patient death occurred. Patient death is reported as an outcome to delirium. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it is reported that approximately 14 months post use of powercross devices re-occlusion of the right femoropopliteal axis occurred. The patient was treated approximately one month later with four non-medtronic pta balloon catheters. The event is reported to be resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.